Event description:
The clinic reported the following event : "fracture of the drill without force during the implantation of a t2 humeral nail. It was necessary to make an incision in order to look for the part of the drill which was in the humerus. Delay and additional post-operative pain. Increase of the risk of infection."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: product inquiry stated the drill, ao to be the subject product. No further associated products were reported. Review of the manufacturing and inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. The cutting edges of the drill were in a bad condition, they were significantly damaged. The breakage had occurred in this damage ¿ which corresponds to the surgeon¿s statement of a weak point in the drill. It was also suggested that probable torsion of the device had occurred which would present a sharp edge to be passed by the drill. The found damage may have been caused by sudden nail (edge of drill hole) contact. The drilling spiral was completely sheared off at the level of approx. 55 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling against probable distortion had caused significant bending forces in the area of the drill breakage. According to information received the drill allegedly broke in a sudden event without effort. However it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The labelling points out that damage have to be avoided. Based on the above facts it was concluded that the root cause was not related to a deficiency of the device, but was rather linked to the surgical procedure. The event was not caused by a deficiency of the device.

Event description:
The clinic reported the following event : "fracture of the drill without force during the implantation of a t2 humeral nail. It was necessary to make an incision in order to look for the part of the drill which was in the humerus. Delay and additional post-operative pain. Increase of the risk of infection."